Manufacturer narrative:
This report is being filed to provide additional information in a.3.a, a.4, b.5, b.6, h.6 and h.11. Investigation: a disposable complaint history search was performed for this lot and found no reports for similar issues on this lot. According to therapeutic apheresis: a physician's handbook, as large volumes of donor or patient blood circulate through an apheresis device, blood cells are intentionally or incidentally removed. The small amount of red cells lost in the apheresis circuit may be more apparent in an anemic patient who has meager production capacity and who is receiving multiple procedures. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. The run data file (rdf) was analyzed for this event. Review of the run data file and aim images for this rbc exchange procedure did not determine a conclusive root cause for the reported patient target hematocrit not reached. Review of the run data file did note that the procedure was ended early, from the ¿replacement fluid was not detected¿ alarm screen, at 97 minutes when the target procedure time was 107 minutes. At this point in the procedure, the total replacement rbc fluid used was 2158mls which was 10% less than configured volume of 2400mls. This likely had an effect on the targeted hematocrit for the patient. There were numerous access pressure alarms throughout the run (x29) and the ¿pause¿ button was pressed several times by the operator. Both events are recognized as potential contributing factors to affect the cells being removed from the connector and can also extend the procedure time as was evidenced in this run. Excessive pressure alarms can affect removal efficiency as they cause the pumps to pause and the system to re-establish the interface, which in turn affects how well cells are being removed from the connector. Ensuring the patient access is appropriately sized, nothing is blocking the access, the inlet flow rate is not too high, and generally controlling access issues is important as these can greatly contribute to the success of a procedure. Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported that during a red blood cell exchange (rbcx) on a spectra optia device the patient's hematocrit was too low and resulted in the patient needing two additional packed cells the day following the procedure. The pre hematocrit (hct) was 22% and needed to be 28%. Post run it was 22%. The patient was reported as well and had gone home and was at another hospital. Patient¿s sex and weight were obtained from the run data file (rdf). The platelet collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in. Investigation: a disposable complaint history search was performed for this lot and found no reports for similar issues on this lot. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. The run data file (rdf) was analyzed for this event. Review of the run data file and aim images for this rbc exchange procedure did not determine a conclusive root cause for the reported patient target hematocrit not reached. Review of the run data file did note that the procedure was ended early, from the ¿replacement fluid was not detected¿ alarm screen, at 97 minutes when the target procedure time was 107 minutes. At this point in the procedure, the total replacement rbc fluid used was 2158mls which was 10% less than configured volume of 2400mls. This likely had an effect on the targeted hematocrit for the patient. There were numerous access pressure alarms throughout the run (x29) and the ¿pause¿ button was pressed several times by the operator. Both events are recognized as potential contributing factors to affect the cells being removed from the connector and can also extend the procedure time as was evidenced in this run. Excessive pressure alarms can affect removal efficiency as they cause the pumps to pause and the system to re-establish the interface, which in turn affects how well cells are being removed from the connector. Ensuring the patient access is appropriately sized, nothing is blocking the access, the inlet flow rate is not too high, and generally controlling access issues is important as these can greatly contribute to the success of a procedure. Correction: the customer was contacted on (B)(6) 2024 regarding this incident to offer retraining for the user error, but the customer declined the offer stating that they have discussed this issue internally and are adjusting the departmental processes. Investigation is in process; a follow-up report will be provided.

Event description:
The customer reported that during a red blood cell exchange (rbcx) on a spectra optia device the patient's hematocrit was too low and resulted in the patient needing two additional packed cells the day following the procedure. The pre hematocrit (hct) was 22% and needed to be 28%. Post run it was 22%. The patient was reported as well and there was no prolonged hospitalization. Patient¿s sex and weight were obtained from the run data file (rdf). The platelet collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.11. Investigation: a disposable complaint history search was performed for this lot and found no reports for similar issues on this lot. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. The run data file (rdf) was analyzed for this event. Review of the run data file and aim images for this rbc exchange procedure did not determine a conclusive root cause for the reported patient target hematocrit not reached. Review of the run data file did note that the procedure was ended early, from the replacement fluid was not detected alarm screen, at 97 minutes when the target procedure time was 107 minutes. At this point in the procedure, the total replacement rbc fluid used was 2158mls which was 10% less than configured volume of 2400mls. This likely had an effect on the targeted hematocrit for the patient. There were numerous access pressure alarms throughout the run (x29) and the pause button was pressed several times by the operator. Both events are recognized as potential contributing factors to affect the cells being removed from the connector and can also extend the procedure time as was evidenced in this run. Excessive pressure alarms can affect removal efficiency as they cause the pumps to pause and the system to re-establish the interface, which in turn affects how well cells are being removed from the connector. Ensuring the patient access is appropriately sized, nothing is blocking the access, the inlet flow rate is not too high, and generally controlling access issues is important as these can greatly contribute to the success of a procedure. Correction: the customer was contacted on 15th october, 2024 regarding this incident to offer retraining for the user error, but the customer declined the offer stating that they have discussed this issue internally and are adjusting the departmental processes. Further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on additional investigational information. It was determined that this event represented ineffective therapy as a result of medical decision to end the procedure early, no actual medical intervention or injury occurred due to a device malfunction. No further reporting will be provided as this does not represent a reportable event.

Event description:
The customer reported that during a red blood cell exchange (rbcx) on a spectra optia device the patient's hematocrit was too low and resulted in the patient needing two additional packed cells the day following the procedure. The pre hematocrit (hct) was 22% and needed to be 28%. Post run it was 22%. The patient was reported as well and there was no prolonged hospitalization. Patients sex and weight were obtained from the run data file (rdf). The platelet collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported that during a red blood cell exchange (rbcx) on a spectra optia device the patient's hematocrit was too low and resulted in the patient needing two additional packed cells the day following the procedure. The pre hematocrit (hct) was 22% and needed to be 28%. Post run it was 22%. The patient was reported as well and had gone home and was at another hospital. The platelet collection set is not available for return because it was discarded by the customer.